Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or rewind anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched screen and hard to read at times. The customer's blood glucose value was unknown. The customer stated that the insulin pump had frequently battery changes, had to restart the rewind. The insulin pump will not be returned for analysis.